Manufacturer narrative:
On 24 march 1998, the physician reported that symptoms had resolved when the pt was seen on 1 may 1997.

Event description:
A physician reported a pt who received her first treatment on 1/15/97 in the fine lines around the mouth, glabella and generalized chicken pock scars. The pt reported immediate onset of pinkness at all sites of treatment. On 1/16/97, the pt noticed deepened erythema at the sites of treatment. On 3/5/97, the pt called to report the symptoms. Clinical report froms received on 3/25/97 indicated that the areas that were injected had reaised reddened borders. The physician prescribed benadryl for itching. The physician believed the pt had developed a hypersensitivity to collagen.